Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead exhibited low, out-of-range (oor) shocking lead impedance measurements less than 20 ohms. Boston scientific technical services (ts) explained possible causes. Further, the field representative confirmed that the patient was having a physical therapy at the time where patient was using an electrical stimulator. All lead testing was normal. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the system remains in service. There is no additional information available. If additional information becomes available this report will be updated.